Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that three weeks post implant the patient stated that they can feel thumping intermittently in their chest. At their clinic visit the sensation was reproducible during right ventricular (rv) lead testing. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.